Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was cardiac arrest due to coronary artery disease with diabetes. The caller stated that the customer was having issues with low blood glucose, but the caller could not recall the exact values. The caller stated that the customer had heart disease, coronary artery disease, and a urinary tract infection two days prior to passing. The caller did not know the customer's blood glucose at the time of passing, however, the last recorded value was 399 mg/dl on (B)(6) 2016 at 5:10 pm. The caller stated that the customer was wearing the insulin pump at the time of passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The caller stated that the battery had been removed from the insulin pump.

Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. There is no data listed for the dated of 07/10/2016 due to the insulin pump had no battery installed.